Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that three weeks after an intraocular lens (iol) was implanted, it was exchanged for another power of lens because the patient was having blurry vision. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case loose in a bag. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The optic is torn/cut into two portions. One optic portion has small split/cracked areas. The product investigation could not identify a root cause for the reported complaint. The optic was torn/cut similar in appearance to damage from insertion and removal. Additional lens damage was observed. It cannot be determined if the additional damage occurred during removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reported indicated the 20.0 diopter lens was removed and replaced with a 20.5 diopter lens. The increase in a half diopter may suggest that the replacement lens was an improved selection for the vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was not received by manufacturing site. If sample is returned additional information will be provided in a supplement report. The manufacturer internal reference number is: (B)(4).